Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow-up a month post-implant, the right ventricular lead exhibited low impedance and high thresholds. A chest x-ray revealed that the rv lead was dislodged. No intervention has been performed. The patient was stable.